Event description:
Additional information received reported that the patient had reprogramming done on (B)(6) 2012 as well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a worsening of ocd symptoms, a depressed mood, and a disturbed sleep rhythm after reprogramming. The disturbed sleep was described as insomnia. The event resulted in in-patient hospitalization on (B)(6) 2012. It was reported that the patient was reprogrammed on (B)(6) 2012. The patient recovered without sequela and was released from the hospital on (B)(6) 2012.